Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error and the main arm cannot communicate with the motor arm alarms noted during testing. No hal software error detected alarms noted during testing however, the formatted history file confirmed hal software error detected (line number 1421 file number 32122) alarm due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 168 mg/dl at the time of the incident. Customer able to clear the alarm and able to rewind the insulin pump. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.